Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. The keypad was out of specification mechanical, the off button was intermittent. It was also noted that the lower case was broken, the side bail covers were contaminated, the battery flex was slightly misaligned however still making contact. (B)(4).

Event description:
It was reported that the external pulse generator turned off automatically during use. The generator was returned for service. No patient complications have been reported as a result of this event.